Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the monitor had black screens and the system could not complete the boot up process. There is no report of death or serious injury associated with this complaint.